Event description:
It was reported that balloon rupture occurred. The target lesion was located in an anastomotic lesion. A 3.5-4/4t/40 symmetry 40 balloon catheter was advanced for pre-dilatation. However, during the first inflation, leakage of contrast media was noticed and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.